Event description:
It was reported that this left ventricular (lv) lead was suspected to exhibit intermittent loss of capture (loc) and high capture thresholds. Boston scientific technical services (ts) was consulted and recommended an in office evaluation to assess lv thresholds and outputs. No adverse patient effects were reported. At this time, this lead remains in service.